Event description:
On (B)(6) 2025, user reported very high blood glucose (bg) reading of 565 mg/dl (fingerstick 505 mg/dl, peak 565 mg/dl) following clinical support specialist (cls) meal/algorithm adjustments and a dinner with alcohol; troubleshooting noted high bg persisted >90 minutes, with trace ketones and symptoms of wooziness. Resolution involved switching to backup therapy, staying off pump until =3 hours in range, then resuming ilet. By on (B)(6) 2025, user was back on pump with stable bg. There was no medical intervention reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.